Manufacturer narrative:
See MFR. Report #3004209178-2015-25708 regarding the patient¿s previous device revisions.

Event description:
Additional information received from the patient reported that a swab was taken to test for infection. She partially still had a burning pain, but it was dull on the right side.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the burning pain developed after initial surgery that did not disappear until they started steroids. Now the burning pain was intermittent. The allergy was discovered and was being treated.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported pain in the area of infection. When the surgery was performed, a culture was done, and it was negative, but the lab called a week later (B)(6) 2016 and said it was positive for infection. The patient did not know the type of infection, but indicated it was a "rare infection only common with devices." It was indicated the patient experienced horrible bad burning pain and was barely able to move at times. She was not able to lie down or sit down because the pain was so bad. Oral antibiotics were given and the patient was taking antibiotics four times a day. It was noted the physician wanted the patient to take lyrica because the physician thought it was a nerve issue. The patient was not comfortable taking lyrica because she felt it would "bandaid" the issue. The patient turned the device off (B)(6) 2016, and had it off for 48 the day of the call. It was indicated the device really worked and had changed her life, so she wanted to identify the cause of the burning. The patient could feel her heartbeat in her back. The patient's indication for use was gastrointestinal/pelvic floor. No outcome was provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.